Event description:
It was reported that the meshgraft ii was not cutting all the way through the graft. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The device passed the sample graft test but was out of calibration on both sides slightly. However, this would not have likely caused the issue. The cutter was found to be damaged. The reported issue is likely related to the cutter damage. The device was repaired and returned to the customer.